Event description:
The customer reported that the thumb wheel on the roller clamp does not completely stop the flow of saline. This was noticed before the device was used on the pt. A clamp was then added to the line to stop the flow of saline. The customer continued to use the defective roller clamp by hooking the tubing set up to an arterial sheath and slowly administering fluid to the pt on their way to the intensive care unit. The device was discarded at the hospital. No harm or injury was reported. The customer reported ten defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the investigation has been completed. Eval conclusions: a follow-up report will be submitted when the investigation has been completed.